Event description:
It was reported that the pump touch screen was unresponsive. Reportedly, the customer performed a pump reset in an attempt to resolve the issue, but the issue continued. The customer's blood glucose was 104mg/dl. Reportedly the customer continued to use the pump for insulin therapy.